Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that a calibration error which occurred on (B)(6) 2021, two days after the sensor had been inserted. At 3:00 am, the patient¿s wife called 911 because he was unresponsive. His receiver showed calibration error all night, so he was unable to check cgm values at the time. Paramedics arrived and administered fluids and glucose paste. The patient did not go to the hospital and was doing well at the time of the report. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.